Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported by a representative that the customer had high blood glucose levels. The customer's blood glucose reading was 430 mg/dl. The customer had inserted 3 infusion sets wrong. The customer reported that things were going smoothly now. The products were not replaced or returned.